Event description:
A percutaneous coronary intervention was performed; lesion location and morphology are unknown. A stent was implanted in the lesion, and then an intravascular ultrasound (ivus) imaging catheter was used successfully to assess stent placement. During withdrawal of the imaging catheter, while outside the patient, the tip of the catheter detached in the y-connector. Patient was reported to be in good condition. The physician stated that it is unknown why the tip detached, there was no resistance encountered.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints were found in the lot. The device was returned for evaluation. The returned catheter measured 168.9cm long with approximately 2.4cm of the distal tip end broken off, which was not returned with the catheter. Visual analysis noted fluid inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. During image characterization testing, a good square image appeared in the system and the product performed within specification. The fracture location of the distal tip section was analyzed using scanning electron microscopy (sem). Based on results of the sem analysis, this break is clean and abrupt with no signs of elongation. Previous analysis has shown that catheters with this type of break exhibit higher level of oxidation. A review of the device labeling and directions for use (dfu) revealed that the dfu contains these warnings and precautions: warnings: ' never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications.' Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. ¿ if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. ¿ when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. 'When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel.' Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: 'if difficulty in backloading the guidewire into the distal end of the catheter is encountered, inspect the guidewire exit port for damage before inserting the catheter into the vasculature. The use of a damaged guidewire exit port could increase the resistance of catheter advancement or withdrawal.' Never advance the imaging catheter without guidewire support because it can cause difficulty in reaching the intended region of interest or can cause the distal catheter tip to kink. ¿ never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. ' never advance or withdraw the imaging catheter without the imaging core assembly inside the most distal position because it may cause the catheter to kink. ' during and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use the cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned to the tip detached/separated complaint. The manufacturer will continue to monitor complaints to detect any potential pattern

Event description:
A percutaneous coronary intervention was performed; lesion location and morphology are unknown. A stent was implanted in the lesion, and then an intravascular ultrasound (ivus) imaging catheter was used successfully to assess stent placement. During withdrawal of the imaging catheter, while outside the patient, the tip of the catheter detached in the y-connector. Patient was reported to be in ¿good¿ condition. The physician stated that it is unknown why the tip detached, there was no resistance encountered.